Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a blood glucose low to 38 mg/dl and paused insulin delivery on the ilet for most of the day to avoid further lows, did not resume the ilet after pausing, and had not been making meal announcements; troubleshooting and education were provided, oral glucose was used to treat the low, and additional training was assigned. Symptoms included hypoglycemia, fatigue, and shakiness. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue characterized as a use-of-device problem and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.